Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester on antibiotics had discrepant results. Dr has ordered lab draws until the pt is off antibiotics which are known to interfere with meter readings: (B)(6) 2010: inratio: 3.8, lab: 2.9.